Event description:
Amiodarone IV gtt to be hung enroute. Nurse spiked the amiodarone gtt, priming tubing, when top port began spouting out the medication. The medication had not been administered to the pt. IV medication being prepared for administration prior to pt transfer. IV tubing spiked into bag to prime line, began spouting out from port closest to the spike. Tubing was clamped and removed from medication. The pt was not affected in anyway as IV not hooked up to pt. Tubing collected and given to qm.